Manufacturer narrative:
B3: date of event is estimated. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficult to advance/remove. Factors that may contribute to difficulty advance/removing the guide wire with a catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement/removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional guide wires referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported in a general comment that during procedures of greater complexity, the balance middleweight (bmw), bmw universal ii, balance heavyweight, whisper ms and whisper extra support guide wires lose their hydrophilicity. There is resistance with balloons, stents and imaging catheters and the guide wires are simply removed with the other device as a single unit because the devices are stuck to each other. There were no adverse patient effects and the length of the procedure is extended and there is greater exposure to x rays but there is no consequence to the patient. No additional information was provided.